Event description:
It was reported the flex video scope had image noise during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was found in the channel. The corrosion identified was due to a stress related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope had image noise during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contamination on the cover unit due to a stress related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.